Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries and a cardiovascular event on an unknown date and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information received and indicates the patient experienced a heart attack, however, did not indicate the patient is deceased. Request for clarification of circumstances surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of two device reports that are associated with this event. The associated manufacturer report numbers: # 1225714-2014-14155 and 1225714-2014-14156.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.